Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient received an evolut fx+ 26 transcatheter heart valve and the valve was loaded and implanted successfully. After the implantation, the patient was transferred to the critical care unit, where they experienced a cardiac arrest. Imaging revealed a blocked ostial left coronary artery (lca). Despite restoring the blood flow to the lca, the patient's heart rhythm did not return, resulting in death. An angiogram was performed on the lca post-implantation, which initially showed normal flow.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated advance life support was provided for the witnessed cardiac arrest. The left coronary artery (lca) blockage required ¿wire passes¿ which directly restored the blood flow. Per the physician it was unknown what caused the blocked lca with possible causes being a blood clot, calcium clot, or dissection of ostium. However, as reported, the valve could not be excluded. The delivery catheter system (dcs) was excluded as a contributing factor and the patient¿s underlying medical history reportedly did not cause or contribute to the death.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.